Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Were there any staples missing from staple line? What was the shape of the deployed staples (b-formation, irregular, legs straight)? Did the device deploy a complete staple line and the staples were properly formed, however the tissue would not hold together? Does ¿tissue erosion¿ mean that the tissue would not hold together? If no, please explain what is meant by ¿tissue erosion.¿ how was the procedure completed? Did all of this occur in the same procedure? If no, did a re-operation need to be performed on the patient?

Event description:
It was reported that during an unknown procedure, staple formation was not secure; tissue erosion occurred after use of the product. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n5445n. The analysis results found that the tlc10 instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload was received fully fired and with the swing tab in the locked position. In addition received a cartridge b, fully fired, swing tab in locked position. The instrument was tested for functionality with a test cartridge reload and it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.